Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen, morphine and an unknown medication (unknown concentration and dose) via an implantable pump. The unknown medication was a local anesthetic. Indication for use was non-malignant pain. The date of the event was approximately (B)(6) 2017. It was reported the pump was leaking. The patient was concerned the medicine could damage his soft tissues because the medication was going to a place it did not belong. The patient had continuous pain around the area the catheter runs, which started when the pump was leaking. The patient talked to his hcp and they assured him he was fine. The patient was having a fibroscan of his liver. Compatibility guidelines were requested for ultrasound. No further complications were reported.